Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 6 months, 10 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital with complaints of fever for the last 4 days. The patient reported that one port of PICC line broke off 1 week ago and has been clamping it. Blood cultures were obtained and infectious disease (ID) was consulted. Intravenous vancomycin and cefepime were initiated and PICC line was removed as it was believed that this was the source of the infection. Blood cultures came back (B)(6) for (B)(6) and ID was consulted. Intravenous vancomycin and cefepime were stopped and ancef was started. A computed tomography (CT) scan of the abdomen was obtained that showed a 6cm fluid collection along the superolateral margin of the lvad. It was deemed that no surgical intervention was needed at this time. ID recommended continuing ancef for 6 weeks with a potential end of (B)(6) 2018. The patient was discharged home on (B)(6) 2018 with orders to continue ancef and follow up with ID for long term antibiotic suppression. Patient was seen by ID on (B)(6) 2018 and was told to continue ancef until (B)(6) 2018 and then transition to doxycycline for chronic suppression.